Manufacturer narrative:
Field service engineer's investigation found the generator interface connector to the imaging computer was loose. Fse reseated and tightened connection and then verified proper operation according to the hut service manual. Unit passed checkout procedures and was returned to full service by the customer.

Event description:
On (B)(6): customer reports during retrograde cystogram procedure, system failed. The physician aborted the procedure at that time. Customer reports they are not aware of any injury at this point other than aborted procedure. Customer provides no patient or physician information for possible follow up. Customer reports the patient procedure was not rescheduled with their facility, but may have been performed at another facility.